Manufacturer narrative:
Summary of the investigation: with the available information, bsc concludes that agglomeration of green guidewire coating, lead polymer and blood infiltrated the lead lumen, dried, and formed a clot resulting in the guidewire insertion difficulty. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid and polymer from the lead/guidewire within the lead lumen. During analysis, the lead did not pass the wire insertion test; a plug of foreign material was found in the lumen which was pushed out of the terminal end of the lead. Wire insertion testing was successful following removal of the foreign material. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that an agglomeration of green guidewire coating, lead polymer and blood infiltrated the lead lumen, dried, and formed a clot. This resulted in the guidewire insertion difficulty observed clinically. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to placement difficulty. Additionally, the guidewire was reportedly difficult to insert through the lumen of lead. Subsequently, a different rv lead was successfully replaced and implanted. There were no adverse patient effects were reported.